Event description:
On (B)(6) 2016 at st. (B)(6) hospital, we found a crack luer-lock syringe while compounding sterile IV solutions. It was a monoject 20ml syringe with luer-lock tip lot #627027x.. The syringe was turned over to our materials department who handles the purchasing of the product.